Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as malignant pain. It was reported that the patient had a pump pocket infection. An incision and drainage was done. The hcp was going to culture it and did not know what type of infection it was. It was unknown when the infection occurred. The hcp explanted the pump and the proximal portion of the catheter on (B)(6) 2018. There were no further complications reported at this time.